Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was located right on the pleura. The procedure was completed. The patient was admitted for a few days and was subsequently discharged home. The patient was reported to be in stable condition with no post-procedure complications. The physician believed that the pneumothorax was not related to the ion system and that there was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information: the physician indicated that the target nodule measured 1.6 x 1.4 cm in size, and was located in the right upper lobe laterally and on the fissure. During the procedure, a large pneumothorax was discovered using a 3-dimensional CT scan, leading to the procedure's abortion and the placement of a chest tube while the patient was under anesthesia. The patient subsequently underwent surgical resection of the nodule and was hospitalized for three days. The physician attributed the pneumothorax to standard procedure risk due to aggressive sampling and believed that it was not related to the ion system, suggesting it could have occurred with another modality.

Event description:
Refer to h11 for follow-up information.